Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged belt connector) was confirmed. As received, the monitor failed incoming testing. Upon evaluation, the belt connector receptacle was pulled from the monitor case, damaging internal wires. The cause of the incoming test failure is a loss of ECG and driven ground. The cause of the loss of ECG and driven ground is the damaged connector and wires. The root cause of the damaged connector and wires is excessive force placed at the receptacle while the electrode belt was attached. No adverse event resulted from the damaged monitor.

Event description:
A us distributor contacted zoll to report that the belt connector on a patient's monitor was damaged.